Event description:
The filterwire ez device was deployed in a vein graft to the right coronary artery. A 4.0 by 23 mm guidant multilink vision stent was deployed in the lesion. Upon removal of the stent catheter, the stent catheter became locked on the filterwire and the entire system was removed w/ no complication. The procedure was successful and the pt is fine.